Event description:
Boston scientific received information that this system was exhibiting shocking impedance measurements greater than 200 ohms in coil to coil configuration and triad configuration. Shocking impedance measurements were 40-55 ohms in coil to device configuration. However, this is not a good vector due to this system being an abdominal implant. The physician suspected a connection issue with the device header. Therefore, a revision procedure was performed and the system was removed from service. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.